Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one pcee60a device was returned with the closing trigger and anvil in the closed position. One ecr660b cartridge reload was loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open, the knife was returned to its home position. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. No functional test was performed due the condition of the device. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were there any issues opening the jaws of the device? The jaws remained closed. Was the device locked on tissue with the jaws closed? No, the device stopped before surgery.

Event description:
It was reported that during a test, before surgery, when only the branches of the stapler were closed, it was activated without the first operator requesting it. The branches of the stapler no longer opened. No negative effects on patient health.

Manufacturer narrative:
(B)(4). Batch # r58p9v. Corrected data: investigation summary: the analysis found that one pve35a device was returned with the closing trigger and anvil in the closed position. One cartridge reload was loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open, the knife was returned to its home position. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. No functional test was performed due the condition of the device. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.